Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe resulting in fill resistance and occlusions. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
During a follow-up, the customer reported blood glucose level was 120 mg/dl at the time of the event. A supply change was performed to resolve the issues.